Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to an unspecified reason. A new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to fluid loss and device not cycling the patient had his artificial urinary sphincter (aus) removed and replaced. Upon explant, it was noted that no fluid was found in the system, but no leak were found with components the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that due to fluid loss and device not cycling the patient had his artificial urinary sphincter (aus) removed and replaced. Upon explant, it was noted that no fluid was found in the system, but no leak were found with components the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and device not cycling the patient had his artificial urinary sphincter (aus) removed and replaced. Upon explant, it was noted that no fluid was found in the system, but no leak were found with components the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.